Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing high levels of ketones considered dangerous and a blood glucose (bg) level of 650 mg/dl. Cause of bg/ketones was not known. Customer received intravenous insulin as treatment. Troubleshooting was performed and insulin did not appear to be flowing out of the cartridge tubing. A cartridge change was performed resolving the issue. Customer was released from the emergency room (ER) 6 hours later in a stable condition.